Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 208 mg/dl at the time of incident and the current blood glucose level was above 400 mg/dl and customer treated with manual injection. The customer was assisted with troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer does not allege insulin pump was under delivering. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer states they perform high pressure test and it passed. The device will not be returned for analysis.